Event description:
Customer's spouse reported high blood glucose >300 mg/dl & didn't believe the result. Customer went to the doctor and was sent to a specialist. The specialist's device result=89 m/dl and customer was admitted to the hosp. No treatment was received for blood glucose. No controls in use. A request was made for return product and replacement product was sent.